Event description:
A polaris percuflex stent 6fr x 24cm was being placed in a patient. The stent was being threaded onto the guide wire. The white end of the stent, the curled segment, snapped off and was hanging loose on the guide wire. When second stent attempted, there was a crack on same white end. When third stent inserted, the white end was also cracked, but this one was left in the patient.what was the original intended procedure?ureteral stent placement.